Event description:
(B)(4). Same case as 2134265-2012-05177. It was reported following a coronary artery stenting treatment procedure, the patient experienced angina. The physician implanted a 2.50x16mm taxus express2 stent in the proximal left anterior descending artery and a 2.50x20mm taxus express2 stent in the mid left anterior descending artery. At the four year follow-up visit, stable angina was discovered. No additional information is available.

Manufacturer narrative:
Device is a combination product. Date of birth: may 1923. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).